Event description:
It was reported that the patients stitches were not dissolving and the skin was not healing at the deep brain stimulation burr hole cover sites. The patient underwent a procedure where the burr hole sites were cleaned and the burr hole covers were replaced to be safe. The patient was doing well postoperatively. The burr hole covers will not be returned as they were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, lot: 30218368.